Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with both devices as the sutures could not be verified when the plungers were removed. A new perclose device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to user error. The subsequent treatment is due to circumstances of the procedure. In this case, is appears the plunger was pulled out prior to deploying the needles. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: an additional plunger with an attached link was returned. Analysis noted a link separation. It was confirmed that the plunger was from a prostyle device used in the procedure. Reportedly, a link separation occurred as the suture was not visible when the plunger was removed. No additional information was provided.